Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor was seized, jammed, heavy moving and the motor gear was found faulty. It was also determined that the device failed pre-test for starting behavior, check for untrue running and triggers for forward and reverse mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the compact air drive device got stuck in the middle of the case and was not rotating. It was not reported if there were any delays in the surgical procedure due to the event. It was reported that a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.